Event description:
Patient 5 of 7. It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes, 1 patient sample had erroneous low potassium. No patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes h.3 device eval by manufacturer? Yes d9. Device available for eval?: 01-jan-2026 investigation summary: bd received 3 samples for investigation. Three unused samples were visually inspected, and no additive abnormalities were found. 100 retained samples were visually inspected which did not show any abnormalities. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. No difficulties were encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, erroneous results-potassium because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results (potassium). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Patient 5 of 7. It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes, 1 patient sample had erroneous low potassium. No patient impact reported.